Manufacturer narrative:
H11:since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced infusion set tubing was leaking from site on (B)(6) 2024 . It was also reported that patient first went to emergency room and subsequently got hospitalized. The patient experienced that there was elevated blood glucose (400 mg/dl), therefore patient had received correction bolused via pump and received intravenous (IV) and fluids of saline and insulin. The patient also had high ketones which were life threatening. The infusion set was in use for one day. No further information was available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted lot number, expiry date under d4 and manufacturing date under h4. Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a corrective and preventive action (CAPA) /FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 23-jan-2026 against "lot number 6006757 and similar malfunction code(s): leakage at infusion site - significant wetness / pooling, leakage from infusion site (cannula base part/cannula) (specific cause not identified). The review confirmed that lot 6006757 and the identified failure mode are not associated with any ncrs or capas of the same or similar nature. Similar complaints search: a query was run in the eqms on 29-dec-2025 against "lot number" criteria equal 6006757 and similar malfunction codes- leakage at infusion site - significant wetness / pooling, leakage from infusion site (cannula base part/cannula) (specific cause not identified). The count of complaint is 1. The complaint numbers are complaint (B)(4). Device history record (DHR) review: the lot 6006757 was manufactured according to the work instruction (wi) version 113, manufactured in the machine l7, on 29/apr/2024 with a total of (B)(4) units. The sub-assembly. Gluing of tubing of the lot 4d02585 was manufactured according to the wi version 64 and manufactured in the gluing machine sc01, on 27-apr-2024, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot were previously tested in the complaint (B)(4) on 20/jun/2025. Visual test according to wi version 3 on reference samples, reference samples passed the test. Functional (flow test) test according to wi version 2 on 5/10 reference samples were no able to be tested for flow and leak) due to the samples were used in a special investigation under CAPA 1999254. Functional (leak test) test according to wi version 2 on5/10 reference samples were no able to be tested for flow and leak) due to the samples were used in a special investigation under CAPA 1999254. Conclusion: testing did not confirm the reported issue; no nonconformance identified. Conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Conclusion summary of complaint investigation: as a result of the following: a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and corrective and preventive action (CAPA) determination. No ncrs or capas of the same or similar nature were found for lot 6006757and related malfunction codes. One complaint was identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Samples were requested; however, the customer confirmed that no samples were available for analysis. Consequently, an investigation was conducted using reference samples, and no failures related to the complaint were identified. No photo evidence was provided, so the assessment was based on documentation and reference sample analysis only. Based on these results, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending. For more details, see the information under the child investigation record (B)(4).